Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery life decrease from 2.5 years to 1 year in half a year. A request was made to have data from this device analyzed. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery life decrease from 2.5 years to 1 year in half a year. A request was made to have data from this device analyzed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was explanted and replaced. No additional adverse patient effects were reported.